Event description:
It was reported that an ilet bionic pancreas was dropped from a wheelchair pocket, resulting in a damaged, unusable screen and subsequent trouble using the device; the device had been synced prior to shutdown and will be returned, and the patient is using a dexcom g7. Symptoms included no injury. Outcomes included transition to subcutaneous insulin via pen and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting and education, verification of shipping and return process, and instruction on shutting down the device through the menu to prevent further alerts. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, leading to loss of screen visibility and inability to operate the device; a replacement ilet was shipped and the patient was counseled that device data will not transfer and that startup must be repeated. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage from dropping the device.